Manufacturer narrative:
On 27-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a tear (a) was observed in the posterior aspect, measuring approximately 0.7 cm. Leak testing was performed, according to mentor procedure. The result revealed five tears (b, c, d, e, f) in the posterior aspect, measuring approximately less than 0.1 cm each one. Microscopic examination on the edges of the tears revealed all the tears in parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 460cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via a physical exam by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.